Event description:
Information was received that the patient has had two infections since being implanted with vns. The physician would like to remove vns based on the two infections the patient has had, however no known surgery has occurred to date.

Manufacturer narrative:
Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
Information was received that the a portion of the lead and generator were explanted due to infection at the generator port. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device.

Event description:
The device history record's of the generator was reviewed. The generator passed final quality and functional specifications prior to release. The product was sterilized prior to release.

Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported by nurse that the patient has an infection at the vns from chest to neck. The physician gave the patient antibiotics. The device history record's of the lead was reviewed. The lead passed final quality and functional specifications prior to release. The product was sterilized prior to release. No surgical intervention has been reported to date. No additional relevant information has been received to date.